Event description:
It was reported to philips that the system's image quality was poor, impacting the procedure. The device was inside clinical use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. Philips is unable to verify the ultimate status of the device as the customer cancelled the quotation, and no work was carried out by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.